Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to irritation, pain, swelling, high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) and an infection which spread internally, after wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the infection was removed surgically. No information was provided on how the hyperglycemia was treated. The pod was discarded.